Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A pharmacist contacted baxter (B)(4) regarding a misassembled minicap, which was found before use. The pharmacist stated that the sponge which is soaked with povidone iodine came out of the minicap, and the iodine got on the outside of the cap. There was no patient involvement, patient injury or medical intervention.

Manufacturer narrative:
(B)(4). During inspection of the photographic images provided for evaluation, the foam sponge was partially outside of the minicap. This complaint for a misassembled minicap was confirmed; however, the root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.